Event description:
It was reported that noise was observed on the atrial electrogram which was reproducible with arm maneuvers. The device had been replaced a few month earlier. A set screw issue was suspected. A revision procedure was planned. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 407645, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
The device was explanted.